Manufacturer narrative:
Product complaint # (B)(4). Adverse event involving wound erythema was submitted via mw 2210968-2015-10853. Adverse event involving deep vein thrombosis was submitted via mw 2210968-2019-88354. Corrected b5 narrative: it was reported that a patient underwent a hernia repair on 6/11/2015 and the mesh was implanted. It was reported that the patient experienced a wound erythema beginning on 7/1/2015. It was reported that the event severity is moderate. It was reported that the patient received IV antibiotics that include vancomycin and was discharged on july 5th after she had transitioned to dicloxacillin. The issue is resolved on 7/15/2015. It was reported that event is possibly related to the mesh device and definitely related to the procedure. The device remains implanted. Patient number 015022. It was also reported that the patient experienced a dvt. It was also reported that it is likely that the patient is experiencing provoked thrombus in the setting of surgery, as both dvt occurrences have been post-operative complications. It was reported that there was a l brachial vein dvt on ultrasound. It was reported that lovenox started 6/14/2015. It was reported that the dvt began on 06/14/2015 and ended on 06/17/2015. It was reported that this adverse event is not related to the product and possibly related to the procedure. It was also reported that the patient experienced a yeast infection. It was reported that a prescription for diflucan was given. It was reported that the yeast infection began on 07/15/2015. It was reported that this adverse event is not related to the product and possibly related to the procedure. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Email notification received from the mesh registry indicating that the patient 015022 underwent a hernia repair with mesh on (B)(6) 2015. The site reported that the patient experienced wound erythema beginning on (B)(6) 2015. The site reported that the event severity is moderate. The patient received IV antibiotics that include vancomycin and was discharged on (B)(6) after she had transitioned to dicloxacillin. The issue is resolved on (B)(6) 2015. The site reported that the event is possibly related to the mesh device and definitely related to the registry procedure. The device remains implanted. Patient number (B)(6). Customer protocol number (B)(6). The patient experienced a yeast infection. A prescription for diflucan was given. The yeast infection began on (B)(6) 2015. This adverse event is not related to the product and possibly related to the procedure.